Event description:
Pt was implanted with two level halo and unilateral dbrii constructs on (B)(6)2009 during an l4-s1 fusion procedure. During a follow-up visit on (B)(6)2009, the pt reported having fallen, and was experiencing some pain. The surgeon performed x-rays and confirmed that all three screws at the s1 level of the construct were broken. A revision surgery was planned but it was discovered during the pre-op assessment that the pt is pregnant. The surgeon plans to brace the pt and monitor closely.

Manufacturer narrative:
The device was not returned and add'l evaluation will not be possible at this time. Radiographic images provided confirmed the reported event and nuvasive believes the reported fall may have been a contributing factor. Labeling indicates that "internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant." Although the root cause of this failure is unk at this time, in the event that additional relevant info becomes available, a subsequent report will be filed.